Event description:
A customer contacted baxter (B)(4) to report a leak when using their home choice (hc) machine, while in prime. The home patient (hp) stated they noticed the supply bag was leaking at the connection. The technical service representative (tsr) advised the hp to start over with all new cassette and bags. The solution to this issue was provided over the phone. There was no patient involvement and no patient injury or medical intervention associated with this event. During a follow-up with the hp and their wife, it was confirmed that the hp is ok and has continued on with his pd therapy. They both advised that they did not remember the event in detail, they did not know where the leak was coming from or even if it was from the bag or connection and could not say which connection.

Manufacturer narrative:
(B)(4).this complaint for a leak in a cassette was not confirmed, and a root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.